Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels in the 40's and 46 mg/dl. Suspected cause was due to the customer's personal profile requiring adjustments. Customer consumed glucose tablets and carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.